Event description:
Additional information received notes that the high pacing threshold issue was noted during regular follow-up. Patient was asymptomatic. The cause of high pacing threshold was unknown. Patient was in stable condition before, during and after the replacement procedure.

Event description:
New information received notes that the patient is doing fine.

Event description:
It was reported that high pacing threshold on the lead was observed. Lead was capped and replaced on (B)(6) 2017. No further information is available at this time.